Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient¿s mother that on (B)(6) 2026, the patient experienced elevated blood glucose levels after more than 48 hours of pod wear on the leg. The mother noted that the patient was experiencing a severe stomach infection and his blood glucose levels increased to approximately 700 mg/dl. The patient began feeling unwell with symptoms including unresponsiveness, delirium, vomiting, and dehydration, prompting the mother to seek medical attention. The patient was transported to the emergency room and was subsequently admitted with a diagnosis of diabetic ketoacidosis. Treatment during hospitalization included intravenous insulin. The patient remained hospitalized for approximately one day and was discharged on (B)(6) 2026. During review of the omnipod alarms on the date of event, an automated delivery restriction was confirmed to have occurred.